Event description:
The customer stated that he removed the sensor from his body, and the electrode was missing completely. The customer went to his doctor to have the site looked at, but he could not determine if the electrode broke off underneath the skin. Advised the customer that the sensor would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.